Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: percutaneous endovascular abdominal aortic aneurysm repair: methods and initial outcomes from the first prospective, multicenter trial this copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This event is from a literature review identifying prostar xl devices that may be related to: pseudoaneurysm, occlusion/ischemia, deep vein thrombosis, hematoma, tissue track oozing, pain, seroma, off-label use and failed closure using blood transfusion, manual compression, surgery, medication and additional closure devices to treat and achieve hemostasis. Specific patient information is documented as unknown. Details are listed in the article, titled: percutaneous endovascular abdominal aortic aneurysm repair: methods and initial outcomes from first prospective, multicenter trial.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.